Event description:
It was reported that when the lead was opened and being prepared for insertion, it was evident to the physician that the lead/stylet was bent. The physician chose not to use it and another was opened onto the field. No patient injury was reported.

Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory. Analysis of the lead (model#: 3387s, lot#: v865879) found no anomaly. No shorts between circuits were detected. Analysis of the stylet (model#: quad lead handle - straight tip, serial/lot#: unknown) found it to bent 4 centimeters from the distal end, new out of the box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).